Manufacturer narrative:
Updated field(s): device available for eval? Initial reporter event site email type of investigation occupation: mba, bsn, rn, director of critical care the device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).

Manufacturer narrative:
Initial reporter occupation: manager. Additional reporter: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a fiber optic sensor failure alarm. The patient was being transported to the ICU from the cath lab after insertion. The customer stated that everything was working normally upon start up before noticing the alarm. The getinge representative recommended they remove and reinsert the orange fiberoptic cable, but the alarm remained. It was then explained that there likely was some damage or break in the fiberoptic cable so they could coil it up and tape it with a label ¿broken¿. The customer was then told to use the inner lumen as a back up to the broken fiberoptic source. They said the lumen had a pressure bag attached so they hooked up the grey pressure cable. They stated the cable they found ¿did not fit¿ with the transducer. The getinge representative recommend they check in the side pocket of other pumps there, as they would need a pressure cable to transduce the blood pressure and timing assessment. Without the pressure cable at that point their next recommendation was to have the provider exchange the iab for another one. The provider was notified and declined to exchange the iab. There was no patient harm or adverse event reported.